Event description:
Silicone intraocular lenses are foldable lenses being used in cataract surgery. One of the primary causes of retinal detachment is previous cataract surgery and subsequent laser (yag) capsulotomy. In the repair of a detached retina, a surgeon often performs a vitrectomy with fluid air exchange. Silicone intraocular lenses become "foggy" during the exchange and the surgeon cannot see through the lens implant. In addition, silicone oil is sometimes used in repair of complex detachments and the oil is incompatible with the silicone lens. This is going to become a greater problem for retinal surgeons as more of these lenses are used. Rptr thinks the FDA should consider disallowing the use of these lenses in cataract surgery. In addition, pts with macular holes require fluid air exchange to repair the hole and pts with silicone iols and open posterior capsules present a problem.